Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left late onset seroma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old female patient underwent revision breast augmentation with 420cc mentor memoryshape breast implant on both sides on (B)(6) 2017 and experienced breast implant rupture on the right side confirmed by mammogram. Additional information related to the event was received on december 2, 2022. According to the information provided the patient developed late onset seroma in both breasts, seroma fluid was collected during bilateral explant surgery, performed on (B)(6) 2022, and sent for cytology. At this time, the results of pathology report have not been provided. Should additional information become available, this case will be re-assessed, notes will be updated, and supplemental report will be submitted. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On december 13, 2022, the mentor failure analysis lab received the device for evaluation. On december 20, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mm+ 420cc returned device. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).